Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the tabletop illuminator is low and needs to be replaced.

Manufacturer narrative:
The company service representative examined the system and was able to replicate an issue related to the reported event. The tabletop illuminator module was replaced. The system was then tested and met all product specifications. The system was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator module. The manufacturer internal reference number is: (B)(4).